Event description:
While on pt the exhalation pressure level allegedly fell to 0 cm h2o and low pressure alarms occurred. Displayed peep was at 0 and unit was set to deliver a peep of 5 cmh2o. According to the rt, there are no allegations of pt harm, however, pt needs peep and stats drop when peep is not set.